Manufacturer narrative:
Unique identifier (UDI) for lot number 6980890v009: (B)(4). Expiration date for lot number 6980890v009: 31-aug-2022. Device manufacturing date for lot number 6980890v009: 09-sep-2019. Based on information provided, it cannot be determined that the alleged irritation, odor, slough, and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was off over the weekend allegedly due to an infection. The patient stated that he turned the device off and he forgot to turn the device back on. The v.a.c.® dressing stayed in the wound overnight without active v.a.c.® therapy. Per kci records received on 03-feb-2020: on (B)(6) 2020, it was noted the patient's wound had green drainage and it was soaked with acetic acid solution to combat pseudomonas. V.a.c.® therapy was placed on hold and aquacell® [non-kci product] was used with triamcinolone cream to the irritated skin. On (B)(6) 2020, it was noted there was no evidence of pseudomonas in the wound. V.a.c.® therapy was continued. The patient's wound appeared to have somewhat stalled. On (B)(6) 2020, it was noted the patient's wound exhibited an odor and the periwound skin was irritated. The patient's wound underwent serial debridement and slough was removed. The tissue is woody and of poor quality but it was noted to have improvement as there is some granulation tissue beginning as a result of v.a.c.® therapy. Some greenish drainage was noted which is consistent with pseudomonas. The wound was sprayed with acetic acid solution and aquacell® [non-kci product] was used. V.a.c.® therapy was placed on hold for one week to allow the periwound skin to recover. On (B)(6) 2020, it was noted there was no evidence of pseudomonas. The wound bed still had a pale appearance and a piece of grafix® [non-kci product] was applied. The patient still had some irritation of the periwound skin and v.a.c.® therapy was placed on hold. The patient was prescribed with triamcinolone cream to assist with irritation and itching. Per kci records received on 11-feb-2020: on (B)(6) 2020, it was noted the periwound skin still looks red and irritated despite the wound vac vacation and the use of triamcinolone cream. Possible infection noted. Cultures were obtained from the wound and antibiotic therapy was initiated. No additional information available. On 19-feb-2020, a device history record review for v.a.c.® granufoam¿ dressing lot number 6980890v009 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same: it cannot be determined that the alleged irritation, odor, slough, and infection are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.